Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fluid leakage was observed. When the catheter was removed, the stylet was found to be left in the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter and of the stylet left in the catheter was confirmed and the cause was use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The sample was received in two segments which shared a complete break beneath the strain-relief sleeve. The distal segment contained an inlaid stylet. Tactile inspection of the sample revealed slight tensile weakness in the vicinity of the break. Microscopic inspection of the proximal end of the stylet revealed a sharply defined fracture surface. The fracture surface was reflective and exhibited a striated texture. The proximal end of the cut stylet was sharp and corresponded to the break in the catheter. Microscopic inspection of the break in the catheter revealed sharply defined edges. The break surface exhibited a partially granular and partially coarsely striated surface texture. The stylet fracture surface was typical of damage caused by contact with a sharp instrument, suggesting that the stylet was likely cut when the catheter was trimmed. The sharp cut end of the stylet appeared to have initiated damage to the catheter, likely resulting in the reported leaking. Subsequent pulling caused the complete break observed in the returned sample. The stylet must be removed prior to trimming the catheter. The product is packaged with a warning hang tag cautioning the user not to trim the stylet.

Event description:
On 7/20/2016 medicon sales rep visited the complainant facility and obtained additional event details as follows. A PICC catheter was placed on (B)(6) 2016. Administration of tpn was started in (B)(6) 2016. About 30 minutes after that, fluid leakage was observed at external part of body and the catheter was removed.